Event description:
Pt had et tube in place with bite block. Upon extubation bite block separated from et tube. Bite block remained in pt's mouth approx 12 hrs. Pt was set-up in bed by physical therapy at that time. Pt coughed up bite block.

Event description:
Add'l info rec'd from MFR 9/3/02: the facility mgr contacted MFR regarding this incident on 7/18/02 at 2:00pm pst. No further info has been offered by the facility. MFR has in the meantime provided, over the phone, instruction and add'l video and instructions on how to properly use product. Hosp rt mgr, explained to MFR that when the bite block was recovered from the pt 12 hrs later from a coughing episode, that it had no cable tie attached to it leading MFR to believe that the tie was either removed before extubation or at extubation allowing the product to slide down the tube unnoticed. This is in direct violation to the instructions provided with the product. The cable tie is used solely for one purpose, that is to secure the product to the et tube and not allow it to move out of position. The endotracheal tube with the bite block attached should have been removed from the pt together (standard protocol). If the cable tie had been removed prior to extubation, the personnel performing the extubation would have known of its existence and upon extubation if the attending personnel did not see the device they should have looked for it. MFR's instructions are very explicit about periodic inspection of the device and confirmation of position and function. This situation appears to be a gross end user error. Even though the practitioner did not follow product instructions, there was no report of injury to the pt from the bite block.